Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Cyst(s): unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "nodules and small cysts". Healthcare professional, later reported, "capsular contracture, baker grade IV". This record is for the left side. The event of "small cysts" is not device related. The device has been explanted and replaced with a non-abbvie device.